Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since implant, the patient has noticed that they could wiggle the ins "a quarter of an inch, maybe" in each direction. Their physician told them that was normal for the ins to slide around a little at first, but over time scar tissue would build up around the ins, which would prevent it from moving around. The patient stated that the ins was still able to wiggle/move, so they were concerned. They were redirected to see their doctor to address this. No symptoms were reported. No further complications were reported or anticipated.